Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regards to the incident have also been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during surgery, a fire occurred from tip of the pencil. The operating room staff stated that the patient had a lot of fat. The fire was extinguished with wet gauze. Another device was used to complete the procedure. The patient was not injured.